Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the infusion device does not properly deliver boluses and the pt experienced elevated blood glucose of over 400 mg/dl. No further info is available. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.